Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. It was determined the unit's power switch was broken and a previous version; the unit required upgrade to a new version main switch. In addition, a worn scope socket slider switch was found, causing intermittent use of high intensity mode.

Event description:
A user facility reported to olympus that the power button failed and the unit would not turn on. The problem, as reported to olympus, occurred during a procedure. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely an accidental failure of the power switch due to the amount of operating force applied exceeding the expected number of uses. Additionally, a design change was initiated for the power switch to make it more durable after this device was manufactured (november 2013) to help with this issue. Per the legal manufacturer, the worn scope socket slider switch defect included in the initial MDR has no potential to cause or contribute to death or serious injury if the malfunctions were to recur.